Manufacturer narrative:
Interrogation of the device revealed the device was above eri when received. The device functionality was bench tested and no anomaly was detected. The cause of the field event remains undetermined.

Event description:
It was reported that crosstalk and far p-wave oversensing episodes leading to pacing inhibition were observed during a device upgrade procedure. The physician re-opened the pocket and the device was explanted and replaced. The patient was stable post procedure.